Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetes ketoacidosis. It was stated that the because of bent cannula he went into diabetes ketoacidosis. Customer was unable to gather details. The device will not be returned for analysis.